Event description:
On (B)(6) /2014, the reporter contacted animas, alleging that the pump had no power and there was moisture behind the display. The reporter confirmed that there was no damaged to the battery cap or battery compartment and noted that the battery cap was secure at the time of the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings:the pump would not power on due to moisture damage. Visual inspection revealed evidence of moisture behind the display lens. The battery cap and battery compartment were undamaged, and the battery cap was able to secure properly. Leak testing revealed a leak at the bolus button; the bolus button cover was detached from the pump. The pump casing was opened and there was evidence of moisture throughout internal pump components, including the pcb. Additional testing could not be completed due to inability to power on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.